Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 12-july-2018 with the following findings: on examination, the keypad cover was confirmed to be torn as alleged in the initial complaint. Product analysis was unable to adequately investigate the alleged under-responsive keypad buttons due to an unrelated pump issue that has been reported on medwatch report #2531779-2018-09887, animas pi# 1-13944772723. Investigation of the alleged button/keypad tactile change issue was not able to be completed because the pump was received in a condition that prevented investigation of the alleged product issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the up, down, and ok/enter button's were under responsive on the keypad. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.